Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4).. Review of the most recent repair record determined the device was out of calibration, the rpms did not meet specification, the motor, seal, needle bearing, reciprocating arm were replaced and device calibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It has been reported that during testing and calibration, the unit was found in need of repair. There was no adverse event reported as a result of this malfunction.